Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: updated data: h4. Investigation summary visual inspection: driving cap/threaded (part: 03.010.523, lot: l814080, qty: 1) was returned and received at us cq. Upon visual inspection at cq, it is observed that the device has broken at the proximal thread near the distal tip. The broken off distal threaded tip was lodged in mating device, radiolucent insertion handle frn (03.033.001, 3l47555) and returned at cq. The fracture surface appears homogeneous with no voids or dark spots. Rest of the device shows normal wear consistent with the device use which would not contribute to the complaint condition. Thus, the complaint is being confirmed. Device failure/ defect found? Yes dimensional inspection (calipers): dimensional inspection of the received device was performed at cq. All the dimensions are within specification as per the drawing. Documentation/ specification review: the following drawing(s) was reviewed: -connector for insertion handle no design issues or discrepancies were found during this investigation. Complaint confirmed? Yes investigation conclusion: the complaint is being confirmed for driving cap/threaded (part: 03.010.523, lot: l814080) as it was found that the distal threads of the complaint device were observed to be broken off. While a definitive root cause could not be identified, it is possible that an off-axis strike on the driving cap contributed to the complaint condition. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings pie has been launched to address the identified issue. The need for further corrective/preventive action will be assessed within the pie. Further investigation will not be conducted in this complaint as it will be addressed within (B)(4). Sustaining engineering ticket has also been opened to address this issue. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot product code: 03.010.523 lot number: l814080 manufacturing site: bettlach release to warehouse date: july 27, 2018 a manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Corrected data: h3, h6.

Manufacturer narrative:
Occupation: reporter is a j&j employee. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021 during a femoral nailing procedure, the driving cap broke off in the insertion handle. There were no fragments generated. The procedure was successfully completed. There was no surgical delay reported. There was no patient consequence. Concomitant devices reported: radiolucent insertion handle frn (part# 03.033.001, lot# unknown, quantity# 1). This report is for one (1) driving cap/threaded. This is report 1 of 1 for (B)(4).